Event description:
Healthcare professional reported injecting a patient with unspecified juvederm voluma in the "mid face" of "the position superior to the infraorbital notch." Patient noted feeling "numbness (infra orbital block type numbness in left side)" after the injection, the physician noted it as "intraocular nerve parathesis." The healthcare professional followed up with the patient a few days later and patient reported having "numbness in the upper and lower mouth, nose and lower lid of left side only." The patient had a "full numbness of that nerve distribution." Patient was treated with hyaluronidase, keflex and prednisone. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of numbness and nerve paresthesia are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.